Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device not turning on no power. A field service engineer successfully restored the device, activating it from the auxiliary off bus, specifically half height drawer 7. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station device is not turning on. I have thoroughly verified all connections to confirm that they are secure and properly connected, and I have also attempted to use a different electrical outlet. A customer has indicated that there was a delay of 1 to 2 hours in the dispensing of medication to a patient, after which the medication was successfully obtained. There were no adverse events or injuries reported based on this event.